Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that a chest x-ray showed this patient's cardiac resynchronization therapy defibrillator (crt-d) had been twiddled. A couple of days later, the patient had a cardioversion. At that time, atrial capture was unable to be confirmed. There were high right ventricular (rv) lead and left ventricular (lv) lead thresholds. Three days after that, the patient had a syncopal episode. A chest x-ray was performed which indicated that the other manufacturer's right atrial (ra) lead had dislodged. Additional information was received indicating that an invasive procedure was performed. The device was confirmed to have been twiddled. The right atrial (ra) and right ventricular (rv) leads were found to be dislodged and in the pocket. They were both explanted. The device remains in service. No adverse patient effects were reported.